Event description:
The customer reported that the insulin pump alarmed no delivery multiple times. The blood glucose reading at time of call was 160 mg/dl. Troubleshooting was performed. Had customer to run a fixed prime test and the insulin pump alarmed no delivery again. Instructed customer to change the infusion set with the same reservoir. The customer was able to prime manually. The customer also stated that while running the fixed prime test there was no insulin coming out. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.